Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 120 mg/dl.